Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).

Event description:
It was reported that review of the x-ray revealed externalized conductors. No further information is available.